Manufacturer narrative:
As reported, the sponge plug of a 5f exoseal vascular closure device (vcd) could not be released. The indicator wire was still visible when the device was removed, and the indicator window was showing solid black at this time. The intended procedure was a transarterial chemoembolization (tace). Hemostasis was achieved through manual compression. There was no reported patient injury. The vessel diameter was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the non-cordis sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, it was noted that the plug was still inside the shaft and was not deployed. The plug did not fall out of the exoseal vcd shaft upon removal from the patient and was found fully inside the shaft. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18379944 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty unable and indicator wire unable to retract" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sponge plug of a 5f exoseal vascular closure device (vcd) could not be released. The intended procedure was a transarterial chemoembolization (tace). Hemostasis was achieved through manual compression. There was no reported patient injury. The vessel diameter was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. When the device was removed, it was noted that the plug was still inside the shaft and was not deployed. The plug did not fall out of the exoseal vcd shaft upon removal from the patient and was found fully inside the shaft. The indicator wire was still visible when the device was removed, and the indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. Excess force was needed to fully depress the button. The sample was discarded at site. The hospital reported this case as an adverse event to china nmpa directly.